Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that following impella cp implant, a planned revascularization attempt was performed during which the patient suffered from ventricular fibrillation. The patient was shocked 23 times in response to the condition. It was additionally reported that the patient endured a persistent gastrointestinal bleed throughout support. Two units of packed red blood cells were given to treat the bleed and support was continued uninterrupted. The patient survived.